Event description:
It was reported that during the implant there was high impedance on the left ventricular (lv) lead. The right ventricular (rv) lead was oversensing. Additionally, the rv lead was found to not be secured in the header. The rv lead was reseated in the header and the setscrew was tightened which, resolved all the issues. The rv lead and the lv lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.